Event description:
On (B)(6) 2015 customer claimed the unit struck one of his teeth and broke it. He claims it was his first time using the unit.

Manufacturer narrative:
Consumer is not responding to contact attempts. Will attempt one more contact attempt before closure. Will reopen if device is returned, or consumer returns contact.